Manufacturer narrative:
The pcb and bottom battery were observed to be corroded. A leak test was performed and an internal tear was observed on the soft cannula. Initial attempts to connect to a master pdm were unsuccessful. The battery voltages were measured and found to be lower than expected. Download data showed no timeouts or drive stalls and no alarms were generated. The sma wire resistance measured within specification. Blood was not observed on the adhesive pad. Inspection of the formed needle and bottom housing found no damages or deficiencies that would contribute to bleeding/bruising.

Event description:
It was reported the patients blood glucose level rose to 310 mg/dl while wearing the pod between 1 and 4 hours. It was discovered that the pod was leaking during the fill process. It was also noted that the site was bleeding and there was a small light purple bruise. As treatment, the patient successfully activated a new pod.